Manufacturer narrative:
The prisma machine has been used several times since this event without any problems. This event is being reported as per gambro policy: all cases of pt death within 24 hrs after end of the treatment are considered reportable regardless of any involvement of a gambro device.